Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient that the pod's cannula deployed half way out indicating a needle mechanism failure. The pink slide did not move forward.

Manufacturer narrative:
The pod was received with the pink slide insert not visible in the top housing window but linkage assembly in the deployed position. An additional hook switch spring was observed to fall out of the pod during removal of the top housing. The exact position of this spring while inside the pod could not be determined. As a result, it could not be conclusively determined whether the hook switch spring prevented the needle mechanism from deploying as expected. No other damages or defects were found that would contribute to a needle mechanism failure. No timeouts or drive stalls were seen in the download data. The exact cause of the reported event could not be determined.